Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had a blood glucose reading of 450 mg/dl. Customer gave himself a correction and tested an hour later. Customer's blood glucose was 488 mg/dl with high ketones. Customer's spouse called to see if it was okay to suspend the pump and give a manual injection before resuming the pump. Customer was advised that the pump can be suspended and resumed but it will only resume the basal delivery. Customer was advised to change everything out and suspend the pump to stop the bolus. Customer can then resume after giving the manual injection.